Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, titan implant was removed and replaced with a genesis as the implant wasn't "seated right". After the physician explanted the titan, the provider measured again and said she may have measured wrong originally when the implant was placed. However, the patient stated they wanted to switch devices to a malleable as he did not want a pump and felt the reservoir was putting pressure on his bladder.